Manufacturer narrative:
(B)(4). H10: cat# 11-363661 lot# j7388849 36mm cocr mod hd -3mm. Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately one month post implantation of a right total hip arthroplasty, the patient was revised due to a dislocation. The dislocation was reportedly due to the fall; however, there was no information related to how the patient fell or the cause of the fall. A successful head and liner exchange was performed on the patient. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;g3;h2;h3;h4;h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. However, as the stem was unknown, it could not be determined whether the entire construct was compatible. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: dislocation of the right hip arthroplasty. A definitive root cause cannot be determined. It was reported that the patient fell; however, the reason for the fall is unknown. This complaint was confirmed based on the radiograph report. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.